Manufacturer narrative:
A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that when the device is unplugged for performing the discharge, it turns off and gets error 1. Further information was provided that the defibrillator does not pass the functionality test while unplugged from mains. M4735a service manual associates error codes 00000 - 00400 with "defib failure - charging circuits." There was no reported patient involvement.